Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified. Considering the physicians event description, the root cause for the complaint event is most likely related to the patient's anatomy (i.e., previously implanted stent).

Event description:
Patient had previously an ostial stent in the ostial lad. It was now attempted to treat moderately calcified stenosis in the mid lad with the orsiro mission drug-eluting stent system (complaint device). The device was delivered to mid lad but could not cross the lesion. It was decided not to use a guideliner, so the device was withdrawn, and the patient was treated with a dcb which crossed easily and gave a good result. It was noted that the old stent had struts into the left main, so this area was optimized with poba. After the case it was noted that the orsiro mission stent was no longer on the delivery system. The patient was sent to CT, but the stent could not be visualized. The patient was taken back to the lab and fluro showed the stent at the ostium and had been crushed linear. Patient returned to lab the following morning. The stent was crushed against the proximal stent with a 4.0 balloon. Oct result looked good. Patient discharged and will be kept on dapt for at least 12 months.

Event description:
Patient had previously an ostial stent in the ostial lad. It was now attempted to treat moderately calcified stenosis in the mid lad with the orsiro mission drug-eluting stent system (complaint device). The device was delivered to mid lad but could not cross the lesion. It was decided not to use a guideliner, so the device was withdrawn, and the patient was treated with a dcb which crossed easily and gave a good result. It was noted that the old stent had struts into the left main, so this area was optimized with poba. After the case it was noted that the orsiro mission stent was no longer on the delivery system. The patient was sent to CT, but the stent could not be visualized. The patient was taken back to the lab and fluro showed the stent at the ostium and had been crushed linear. Patient returned to lab the following morning. The stent was crushed against the proximal stent with a 4.0 balloon. Oct result looked good. Patient discharged and will be kept on dapt for at least 12 months.

Manufacturer narrative:
Combination product: yes.